Event description:
A malfunction alarm was reported with a malf 24 code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Cts advised the customer to reach out to their healthcare provider for a backup therapy and explained that they would receive a replacement pump with updated software. Instructions were provided on storage mode and returning the faulty pump, and the customer was informed about using a g7 sensor with the replacement pump. The customer understood all instructions, and cts sent a replacement pump.